Event description:
During the initial implant of the right ventricular (rv) lead, after the lead had been positioned, the sensing, pacing lead impedance, and capture threshold were high and out of range. There was also a loss of capture noted. The patient began to experience chest pain, a decreased heart rate, and a decreased systolic pressure, so the lead was removed. An echocardiogram was performed which revealed a cardiac perforation with pericardial effusion. A pericardiocentesis was performed stabilizing the patient¿s blood pressure and heart rate. The patient was transferred to the intensive care unit for recovery.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended. After cleaning, the helix could be extended and retracted. The helix extension length was within specification. A tip stiffness test was performed and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported events of r-wave amplitude variation, high pacing lead impedance and loss of capture were not confirmed.